Manufacturer narrative:
(B)(4). The steerable guide catheter has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak in steerable guiding catheter(sgc 51214u104) during device preparation. If this were to reoccur in the anatomy, a leak has the potential to cause or contribute to air embolism. It was reported that during preparation of the steerable guiding catheter (sgc 51214u104), the guide failed to hold fluid column. Numerous attempts were made, but air bubbles were seen originating from the sgc housing. There was no patient involvement. Another sgc (50930u114) was prepared without issue for the intended procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported leak was not confirmed via returned device analysis. The device passed the leak test three times without any issues. The investigation was unable to determine a definitive cause for the reported leak in this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.